Event description:
It was reported that during a ptca/stenting treatment procedure, the gazelle monorail 5.0/20 mm x 135 cm balloon was difficult to withdraw. The lesion being treated was a mildly calcified, 90% stenotic lesion in a tortuous right internal carotid artery. The physician used a terumo guidewire to cross the lesion, then placed a filterwire ez, and used a 4 mm gazelle balloon to predilate the lesion. The gazelle monorail balloon was inflated one time to 12 atms to postdilate a carotid wallstent. After the gazelle monorail balloon was deflated, it was noted to be caught at its proximal end on the stent. The physician re-inflated and deflated the gazelle monorail balloon several times before it successfully detached from the stent. The gazelle monorail balloon was removed from the pt intact and without complication. When visualized after removal, a slight kink was noted in the gazelle monorail balloon catheter at its proximal end. The procedure was completed successfully. No pt injuries or complications were reported. Pt status is reported as 'good'.